Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tubes with the incident lot was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and no damage was observed. Bd was not able to determine where or when the damage to the tubes may have occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 900 bd vacutainer® acd solution a blood collection tubes were cracked. The following information was provided by the initial reporter: "when our warehouse team opened the package, the found 9 ea are broken (1 case contains 10 ea, 1 ea contains 100 tubes). The carton is normal, no torn or crush".